Event description:
On (B) (6) 2010, pt reported that insulin was not being delivered by the infusion device during priming and while in the run mode caused elevated blood glucose and hospitalization due to ketoacidosis. Pt stated 2 weeks ago she began to experience blood glucose readings in the 400's mg/dl range and spent 2 days in the intensive care unit with dka. Pt reported she changed her infusion set and noticed that no insulin primed through the end of the infusion tubing. She stated no error message displayed on the infusion device so she switched to her backup infusion device but the problem persisted. Pt reported she went off of pump therapy on (B) (6) 2010. Pt did not have the infusion device with her at the time of call. Explained there are several factors causing the problem. Pt stated she would call back to continue to troubleshoot the issue. On follow up call to pt on (B) (6) 2010, she reported she went back on injections and was feeling better. Pt stated she has scheduled an appointment with her doctor to discuss the issue. Pt reported she was not able to troubleshoot the infusion device at the time of the call; will call back to continue troubleshooting. Multiple attempts to contact pt for troubleshooting and follow up were unsuccessful. No product return was requested.